Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) on may 2nd stating that the patient had an x-ray, and it was possible that the surgical lead was possibly at a higher level than when initially implanted. The patient was referred back to the implanting surgeon for further evaluation and possible revision.

Manufacturer narrative:
Main component of the system and other applicable components are: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information was received from a patient via a manufacturer representative regarding that patient who was implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had a fall down a few stairs on (B)(6) 2016. As she was falling, she grabbed the stair railing, but still landed on her right hip and side and broke her right foot. Since the fall, her stimulation pattern has changed and there was a change in therapy. She no longer feels stimulation below the knees and has a lot of unpleasant stimulation and abdominal area on all four pre-programmed groups and programs. The manufacturer representative interrogated the patient's system, and all impedances checked within normal limits. The manufacturer representative reprogrammed until she could find a single group at the very bottom of the lead that adequately covered the majority of her painful areas with minimal unpleasant abdominal stimulation still present. The patient is to have x-rays prior to her next appointment on (B)(6) 2016 for comparison to the original implant x-ray. The issue was not resolved at the time of the report, but the patient was reprogrammed to see how her new programming helps in the time frame between the report and the x-ray. It was unknown at the time of the report if a surgical intervention will occur.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a friend/family member of a patient on (B)(6) 2018. The caller re-mentioned that the patient fell down some steps on the side where there device is in (B)(6) 2016 (which conflicts with the previously reported event date). The caller indicated that the ins has not worked since. They have had people look at it and had people try to readjust it. They asked the healthcare professional (hcp) to see if they could look at it with x-rays to see if things moved and things like that. The caller was requesting assistance in finding an hcp to look at the ins to see if they can either fix it or have it removed. Patient services sent an hcp listings. No further complications were reported/are anticipated.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead .product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead . Information suggests that the assigned codes now apply to the event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on june 2nd 2016 stating that the patient had been doing well and decreasing pain medications prior to falling in (B)(6) 2016 where they broke their foot and landed on their left hip. A week or so after that incident, they noted that the spinal cord stimulator did not seem to be working quite right. The patient went to the doctor for evaluations and had reprogramming done. There was suspicion that the electrode had moved, as the reprogramming was not successful. At the current hcp, the patient noted that a significant increase in charge density was required to achieve stimulation. The stimulation will give both left and right chest abdominal stimulation at higher power settings much more than before. They had difficulty getting stimulation into their lower back, getting mostly lateral thighs, hip and knee. They had difficulty getting stimulation down into their feet. Otherwise, no issues were noted. On physical examination the patient was in moderate distress. They had diffuse tenderness throughout their body akin to fibromyalgia symptoms. There were no signs of bruising or infection around the implant. The hcp interrogated the implant, and there were no problems noted. An impedance check was conducted with no problems with any of the contacts. Following reprogramming and diagnostics, the hcp suspected that the electrode really did not physically move significantly. They suspected that the trauma from the fall created increased scar tissue around and under the base of the electrode, increasing insulation and requiring an increase in charge density and second areas of shunting laterally causing more lateral stimulation in the chest and abdomen. They were able to get midline lower spine stimulation, hip, groin, knee, and into the right foot intermittently. Noted patient problems were chronic back pain, pain in limb, lumbago, other chronic pain, sciatica, hip and bilateral ost eoarthritis, and lumbar spondylosis. The patient had chronic low back pain and fibromyalgia on top of things with the spinal cord stimulator. The hcp was recommending more aggressive reprogramming. If the non-conventional programming parameters are not successful, they will probably recommend removal of the stimulator. They did not believe repositioning or revision of the stimulator would be of benefit at that time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.